Manufacturer narrative:
A1) patient identifier was not provided by the journal article author. A2) patient specific ages were not provided; aged from 29 to 67 years, with a median age of 49 years reported in journal article. A3) patient sex was not made available. This number addresses the 41 males and 32 females in this study. A4) patient weight was not provided by the journal article author. B3) event date is approximated as the exact dates were not made available. The article was published on november 2014. B5) citation: li zhongwan, gao minghua, li chao-jun, li jingsong, fang hongyan. The application of image navigation system with endoscopic in nasal inverted papilloma and sinus osteoma. Chongqing medicine (2014); 29(6): 782-784. D1-2) brand name, common device name and procode not provided in attached journal article. The article mentions a navigation system (model not specified). Further information unavailable. D4) device serial number and UDI, were unavailable. G5) 510k not provided as the specific suspect navigation system was not provided in journal article. H4) device manufacture date unavailable. H6) multiple attempts have been made to obtain additional information. No additional information has been provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No request for service have been received from the customer regarding these events. No parts have been replaced or returned to the manufacturer.

Event description:
Per attached article, the authors reported use of a navigation system and there were patient events reported. The article is in chinese and was summarized by medtronic representatives. A non-randomized, retrospective study was conducted. Nasal endoscopic sinus osteotomy and endoscopic sinus surgery were performed by image guidance. The operative time, anesthesia time, bleeding volume, recurrence rate and complication were compared with those of traditional endoscopic sinus surgery. From november 2005 to january 2012, the study included nasal inverted papilloma, sinus osteoma surgery in 73 cases; including 41 men, 32 females, aged 29 to 67 years, median age of 49 years. The study included 24 cases of nasal inverted papilloma; 16 cases of paranasal sinus osteosarcoma were selected to undergo endoscopic sinus surgery with image navigation. The other 19 cases of nasal inverted papilloma and 14 cases of nasal sinus osteosarcoma were selected for traditional endoscopic surgery. There was no significant difference in the anesthesia time between the navigation group and the non-navigation group (p = 0.287). There was significant difference in the operation time (81.69±5.19 vs 84.33±5.23 min between the navigation group and the non-navigation group (p <0.05). There was no significant difference in the recurrence rate of grade I + ii (krouse grade for nasal inverted papilloma) between the navigation group and the non-navigation group. There was significant difference in the recurrence rate of iii + IV grade (1 of 10 vs 3 of 8) (p = 0.043). One case of recurrence was found in the non-navigated group and no recurrence in the navigation group. There was significant difference in bleeding volume (62.62±10.70 vs 65.68±11.81 ml) between the navigation group and the non-navigation group (p <0.05). The incidence of intranasal complications (6 of 24 vs 12 of 19) was significantly different between the navigation group and the non-navigation group (p <0.05). There was no significant difference in the incidence of intranasal complications between the navigation group and the non-navigation group in the I + ii intranasal papilloma group (p> 0.05), but there was a significant difference in the incidence of intranasal complications (3 of 10 vs 7 of 8) in grade iii + IV (p <0.05). There were significant differences in nasal sinus osteoarthritis (3 of 16 vs 11 of 14) between the navigation group and the non-navigation group (p <0.05). No further details were provided or additional information on adverse events. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.